Event description:
The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness/headache, and other. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device does not return to the manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 11/29/2022 and section h11 should be reported as: the manufacturer received information from customer in reference to a rep dreamstation auto CPAP with an allegation of nose irritation, respiratory tract irritation, dizziness/headache, and other. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit corrected. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated. In box d: product brand name was corrected.